Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. On (B)(6) 2013, the consumer contacted baxter customer care representative and the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized for five days due to the event. The cause of peritonitis and treatment was not reported. On an unreported date, the patient was discharged. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a nurse, which medically confirmed the case. On an unreported date, the patient was started on unspecified antibiotics until (B)(6) 2013 for peritonitis. On an unreported date, 5 days after hospitalization, the patient was discharged. The patient recovered from this peritonitis event.